Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes; returned to manufacturer on: mar 16, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Furthermore, the optic body was observed to be torn. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was torn. The lens was inserted, however, removed and replaced in the same procedure using another lens of same model. There was no patient injury and no additional medical/ surgical intervention was required. The patient is doing good post-op. The event was observed after insertion. No further information is available.